Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up suspected the issue was caused from the angle of the 3rd process being done poorly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that a tracker was attached to a drill bit and the calibration was performed but the third process could not pass. They aborted use of the tracker and navigation. After the operation the tracker was connected to another device and the calibration was performed. It could be registered without any problems. The drill bit could be registered about once every ten times. The length of the drill bit is about 34 cm and the distance from the position where the clamp is attached to the tip is about 24 cm. There was no delay and no impact to the patient.